Event description:
Consumer reported complaint for error messages (e-2 and e-3). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2025 and open vial date is one week prior to the call. At the time of the call the customer reported feeling dizzy; customer stated that he would seek medical attention and go to the ER.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: manufacturer contacted customer in a follow-up call on 15-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer reported medical intervention since the last call stating that he had gone to the ER on (B)(6) 2024. Customer's blood glucose test result at the ER had been 453 mg/dl (undisclosed if fasting or non-fasting). The diagnosis was high blood glucose and customer was treated with insulin. Customer had been discharged four hours later on the same day. Note 2: manufacturer contacted customer in a follow-up call on 20-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.